Manufacturer narrative:
Correction: b5- the event description has been corrected to specify the previously implanted filter is unknown.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 7 years and 7 months post implantation. The patient reports perforation of the filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety and chronic pain. The following additional information was received per medical records: the patient underwent filter retrieval and ivc filter placement. The right internal jugular vein was accessed and vena cavography performed. An amplatz snare was used to capture the implanted unknown filter and was successfully withdrawn from patient. An optease ivc filter was then deployed in standard fashion with its proximal tip just below the renal vein confluence verified from a post-deployment angiography. The cavography performed prior to filter explant showed 3 struts extending 2-3cm outside of the ivc lumen. The retrieval of malpositioned unknown ivc filter with placement of new optease ivc filter was said to be successful and with no complication notes

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient became aware of the reported events approximately 7 years and 7 months post implantation. The patient reports perforation of the filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 7 years and 7 months post implantation. The patient reports perforation of the filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety and chronic pain. The following additional information was received per medical records: the patient underwent filter retrieval and ivc filter placement. The right internal jugular vein was accessed and vena cavography performed. An amplatz snare was used to capture the implanted filter and was successfully withdrawn from patient. An optease ivc filter was then deployed in standard fashion with its proximal tip just below the renal vain confluence verified from a post-deployment angiography. The cavography performed prior to filter explant showed 3 struts extending 2-3cm outside of the ivc lumen. The retrieval of malpositioned ivc filter with placement of new optease ivc filter was said to be successful and with no complications notes.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section d11 (concomitant medical products: 19-gauge single wall puncture needle, 0.035 bentson wire, 9fr vascular sheath, amplatz snare) section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes: patient code 2135 to replace 2100) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was not reported. During implant of the optease, a previously mal-placed unknown filter was removed and then the optease implanted. The filter was deployed with the proximal tip just below the renal vein confluence verified from a post-deployment angiography. The cavography performed prior to filter explant showed 3 struts extending 2-3cm outside of the ivc lumen. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilting and perforation. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc and filter tilt. The patient also reports anxiety and chronic pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilting and perforation of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.